Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-jan-15. In (B)(6) 2018 the patient¿s weight was (B)(6) and their height was (B)(6). In (B)(6) 2019 their weight was (B)(6) and their height was (B)(6). There were no causes for the issue. Per a manufacture representative (rep) the stimulator is off. The issue hasn't been resolved. It occurs when refilling comes on and they are near it. No further complications were reported/are anticipated.

Manufacturer narrative:
A correction determined that the correct verbatim was "it occurs when their refrig comes on and they are near it." And not "when refilling comes on and they are near it." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in the summer of 2018, the patient had a fall, but it was unknown if the fall contributed to the uncomfortable stimulation the patient started feeling in (B)(6) 2019. The patient had not seen their doctor after the fall. The uncomfortable stimulation was described as "going up into their body too much; it would go all the way to the top of the patient's head, and was very uncomfortable". The uncomfortable stimulation was being felt when the patient would move from room to room. During the call, it was determined that the stimulation was on, but it was set to 0.0 volts. The stimulation was turned off, at which point the patient reported it "it was getting much better". They were redirected to their doctor to check the device. No further complications were reported or anticipated.